Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion during patient infusion. Per reporter, the continuous infusion rate was 2.2 ml per hour, starting reservoir volume was 100 ml with 99.9 ml remaining, the air detector and upstream sensor settings were unknown because the default settings were not changed, the infusion duration was 46 hours, the cassette was received prefilled from the pharmacy, and the pump was not used to prime the extension tubing. No symptoms were reported.